Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned to the manufacturing facility. Proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated in order to prevent needle sticks. The exact cause of the reported event cannot be definitively determined based on the available information. Prior to shipment, qc conducts outgoing visual inspection to assure lots being shipped are in good quality. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that needle stick occurred when closing the safety on the terumo surguard. The puncture wound was to left index finger when finger slipped off of safety and over the tip of the needle. Additional information was received on may 14, 2018. The method of activation was finger. The injection was not impacted. There was no medical treatment required for the health care practitioner.